Event description:
Customer's mother reported that the insulin pump may not be delivering insulin properly. Caller reported that the insulin pump's display was cracked. Blood glucose level was 431 mg/dl at the time of the call. Caller also reported that the customer had mild ketones. Caller stated that air bubbles were present in the reservoir and tubing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.